Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Final analysis found that a partial lead was returned. The insulation was abraded at 6.0 cm to 6.4 cm from the distal cut end. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4). (B)(6).